Event description:
Pt was admitted to hosp for removal of breast implants secondary to bilateral breast deformities with grade four capsular contracture s/p bilateral subcutaneous mastectomies with implant reconstruction. Pathology report noted right breast implant had gross evidence of some leakage onto the inner aspect of the surrounding capsule - no gross evidence of frank perforation. Left breast implant grossly intact.